Event description:
It was reported in an article reviewed by the manufacturer, that one patient experienced an infection. "In one patient, surgical debridement and antibiotics were needed for incisional infection." Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Citation: hosain s, nikalov b, hardin c, li m, fraser r, labar dj. "Vagus nerve stimulation treatment for lennox-gastaut syndrome." Child neurol 2000; 1:509-12.